Event description:
Leaking foley catheter. Dates of use: (B)(6) 2018. Diagnosis or reason for use: accurate intake and output. The product is not compounded; the product is not over-the-counter. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.